Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. In the case of this complaint it is possible that the main coil broke due to excessive force applied on coil at hub during insertion. Based on the information currently available the exact cause for the reported main coil break cannot be determined. Expiration date: updated. Manufacturing date: updated.

Event description:
It was reported that during embolization procedure with the subject coil, ¿the doctor pressed the sheath against the hub of the microcatheter too much so the tip of the coil broke¿. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during embolization procedure with the subject coil, ¿the doctor pressed the sheath against the hub of the microcatheter too much so the tip of the coil broke¿. There were no clinical consequences to the patient.